Event description:
A patient reported via a healthcare professional (hcp), there were no impedance measurements taken and the patient does not experience the symptoms when the implantable neurostimulator (ins) is off. The hcp noted during and after hyperbaric treatment, the patient felt shocking and jolting sensations. The patient was not able to specifically say where the shocking and jolting were felt. After the hyperbaric treatment, they turned the voltage of the stimulation down to 0v, but stimulation was still on. The shocking and jolting went away after turning the stimulation down to 0 v and the patient's system is still at 0 v on the day of the call. The hcp planned to do another hyperbaric treatment on the day of the call. It was noted the patient had not had this occur before with her interstim system. It was noted the symptoms were sudden. Additional information from the patient reported they were shocked when in a tank for hyperbaric oxygen. Additional information from the patient reported shocking during hyperbaric treatment with the ins being on. Then the patient turned the ins off and the shocking happened again with the ins being off one time. The patient noted it happened on the second day again. The patient it happened the week of (B)(6) and never happened again. The patient reported it happened 2 times, one time with the ins on and one time with the ins off. The patient noted she felt shocking during and after the treatment. It was noted the patient saw their hcp. The patient is scheduled to see their hcp and a manufacturer representative (rep) on friday. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.